Event description:
An (B)(6) male pt's nurse contacted zoll customer support to report that the pt's monitor would not power on properly. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power on properly) is being investigated. A root cause investigation is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse resulted form the alleged defective monitor. The pt received a replacement monitor.